Event description:
Loss of spatial orientation and visual cues in the setting of normal bilateral ovarian anatomy led to the removal of the unintended ovary. Suggestion: explore the feasibility of adding right and left on the screen within the console of robotic surgical equipment.